Manufacturer narrative:
Communication errors. The service rep repaired the unit by ordering parts. System operates as intended.

Event description:
The customer reported the 2800 system displayed communication errors. No patient injury.